Event description:
It was reported that the patient underwent a perineorrhaphy and gynecological procedure to treat vaginal prolapse, stress urinary incontinence, rectocele and cystocele on (B)(6) 2010 and mesh was used. The patient had a mesh removal surgery on (B)(6) 2010 due to vaginal wall erosion, mesh exposure, dyspareunia, vaginal spasms, increased incontinence, bowel incontinence and pelvic pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Bowel incontinence. Dyspareunia. Vaginal spasms. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-00697. The same patient is represented in each medwatch.